Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Review of the device image indicated a false eri alert in (B)(6) 2016 likely caused by transient low battery as a result of high output mode events. It was determined that the device reached true eri in (B)(6) 2016. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the premature eri triggered on (B)(6) 2016. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the battery was explanted and replaced which resolved the issue. No patient consequences were reported. No intervention was reported.